Event description:
A neuron delivery catheter 070 was removed from the packaging and was noted to have a kink on the distal end. Another neuron was selected and used without incident.

Manufacturer narrative:
Results: there is a twisted flat spot 9 cm from the distal tip of the catheter. A 0.070" mandrel was introduced into the hub and advanced distally. The mandrel moved without difficulty until it was 9.3 cm from the distal tip where it could not be advanced further. The catheter was introduced into a demonstration packaging tube used in the packaging for the device. The first 8.5 cm entered the tube without difficulty. The section containing the flat spot jammed against the walls of the tube and would not advance. The catheter is non-functional. Conclusion: the damage seen agrees with the damage reported in the complaint. Because the catheter would not fit into the packaging tube in its returned condition, the damage likely occurred when the device was removed from the packaging or during preparation for use. This damage could not have been present out of the packaging.